Manufacturer narrative:
The reason for the revision was the "patient was diagnosed with heterotopic ossification as she was showing to have limited motion from swelling in the shoulder". There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for this product complaint is a revision surgery by the surgeon resulting from patient heterotopic ossification and limited range of motion. No other conditions relating to this event could be determined with confidence. This revision complaint is attributed to a patient condition not associated with the implant. There is no reported information that indicates a material, design, or manufacturing problem with this product.

Event description:
Revision surgery - the patient was diagnosed with heterotopic ossification and was showing to have limited motion with firm swelling in the shoulder. It was found later that bone tissue was forming outside the skeleton. The surgeon decided to convert the turon to a reverse shoulder prosthesis (rsp), but kept the turon stem in.